Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on 29-apr-2026, that the patient was hospitalized on (B)(6) 2026. At time of hospitalization, blood glucose level was 528 mg/dl. The patient was treated with insulin pen. The length of hospitalization was less than 24 hours. Patient reported symptoms like headache, fatigue at time of hospitalization. Highest blood glucose level was 580 mg/dl.